Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping and difficulty ambulating.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2875403 and 2812597 did not reveal any related manufacturing anomalies. Medical records were obtained and reviewed by a medical professional. With the limited amount of information provided, it is not possible to determine that the implants contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ¿11/21/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reported metallosis, and sores on legs, feet, hands, and arms. The revision surgery notes reported that the patient had a clicking or grinding sensation. There was no new information provided that would affect the existing investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/12/14 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. The stem is being added to the complaint. The complaint was updated on: (B)(6) 2014.